Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained as yet.

Event description:
A pericardial effusion (pe) was noted and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the user mentioned that after transseptal accessed was achieved, the patient was noted to have a pe. Pericardiocentesis was performed and the case was aborted. The patient was admitted to hospital beyond the standard of care. Product is expected to return for analysis.